Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe luer-lok¿ tip leaked from the piston during use. The following information was provided by the initial reporter: "they are leaking at the piston level."

Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text: see h10.

Event description:
It was reported that the bd syringe luer-lok¿ tip leaked from the piston during use. The following information was provided by the initial reporter: "they are leaking at the piston level."